Event description:
A noise oversensing in the ventricular channel was observed during the regular follow-up check on (B)(6) 2021. Isoline 2 cr6 issue was suspected. No special treatment and keep following-up status.